Event description:
It was reported by the customer that the lens was damaged on the posterior side, specifically where the rings are, describing it as either a scratch or a crack in the periphery of the lens. The customer does not believe the lens was loaded incorrectly and did not feel any resistance during the implantation. The lens was not removed, and the patient is doing well. No further information is available.

Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h3: the device was not returned for evaluation as lens remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.